Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and a crack was observed on the wall of the minicap. Functional testing was performed including underwater pressure testing and no issue were observed. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned peritoneal dialysis (pd) transfer set, it was observed that the minicap which was attached to the female connector was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.